Manufacturer narrative:
As reported, a saber 3*150mm percutaneous transluminal angioplasty (pta) balloon was delivered to the lesion through over the unknown guidewire. The balloon was then filled using a pressure pump. When the pressure reached 6 atm, contrast leaked from the balloon and was seen in the image. The pressure pump showed a drop in pressure values. The operator determined that the balloon had ruptured. The balloon was removed intact and replaced with a non-cordis balloon for dilatation. Imaging showed fair lumen acquisition without entrapment. Then, 4*150m and 5*150 balloons were used to complete the dilatation step by step. A 5*150 smart flex stent was placed. The angiogram showed smooth blood flow. Finally, the guidewire and the mpa catheter were withdrawn and replaced with an unknown 6f short sheath. A 6f closure device was used to block the puncture point for hemostasis, and the procedure was completed. The right femoral artery was used for puncture to treat a left superficial femoral artery stenosis. There was no reported injury to the patient. The device was stored properly according to the instructions for use (IFU). There was no difficulty removing the device from the hoop, removing the protective balloon cover, stylet, or any of the sterile packaging components. There were no kinks or other damages noted to the device prior to inserting into the patient. The device was prepped per the IFU. The device was prepped normally and was able to maintain negative pressure. The lesion was noted to have severe calcification. The vessel was not tortuous. The lesion was noted to have a 90% stenosis. The device was not being used to treat a chronic total occlusion (cto). There was no resistance/friction while inserting the balloon through the rotating hemostatic valve. There was resistance/friction while inserting the balloon through the guide catheter. There was no difficulty while advancing the balloon catheter through the vessel. There was no difficulty crossing the lesion with the balloon catheter. The catheter was never in an acute bend and was not kinked during use. The contrast/saline ratio was noted to be 50/50. A non-sterile ¿saber 3mm15cm 150¿ was received for analysis. The unit was thoroughly inspected observing that no damages or anomalies were observed during the unaided eye visual inspection. The balloon was received deflated. Functional testing was performed by attaching an inflator/deflator device to the inflation port and applying positive pressure with the purpose of reaching the rated burst pressure. During this test it was observed that the balloon had a leak. A high magnification analysis was executed to evaluate the surface of the balloon. During the analysis, a puncture was located where the leakage was observed. Additionally, scratch marks were observed near the puncture. A product history record (phr) review of lot 82275870 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. The reported ¿balloon ¿ burst - at/below rbp" was confirmed. During the analysis a puncture and scratch marks were observed on the balloon. The exact cause could not be determined. Based on the analysis provided, vessel characteristics of severe calcification and 90% stenosis may have contributed to the reported event as calcification is known to damage balloon material. The balloon material may have encountered calcified spicules during delivery or upon balloon expansion. According to the warnings in the safety information in the instructions for use ¿prior to angioplasty, the catheter should be examined to verify functionality and integrity and ensure that its size and shape are suitable for the specific procedure for which it is to be used. Do not use if product damage is suspected or evident. To reduce the potential for vessel damage or the risk of dislodgement of particles it is very important that the inflated diameter of the balloon should approximate the diameter of the vessel just proximal and distal to the lesion. The balloon dimensions are printed on the product label. The compliance table incorporated with the product shows how balloon diameter increases as pressure increases. Do not exceed the rated burst pressure recommended on the label. The rated burst pressure is based on the results of in vitro testing. At least 99.9% of the balloons (with a 95% confidence) will not burst at or below their rated burst pressure. Use of a pressure monitoring device is recommended to prevent over-pressurization. Pressure in excess of the rated burst pressure can cause balloon rupture and potential inability to withdraw the catheter through the introducer sheath. Balloon rupture can cause vessel damage and the need for additional intervention. Use only the recommended balloon inflation medium (a 50/50 mixture by volume of contrast medium and normal saline). Never use air or any gaseous medium to inflate the balloon.¿ neither the phr nor the information available suggests a design or manufacturing related cause for the reported event. Therefore, no corrective or preventive action will be taken at this time.

Event description:
As reported, a saber 3*150mm percutaneous transluminal angioplasty (pta) balloon was delivered to the lesion through over the unknown guidewire. The balloon was then filled using a pressure pump. When the pressure reached 6 atm, contrast leaked from the balloon and was seen in the image. The pressure pump showed a drop in pressure values. The operator determined that the balloon had ruptured. The balloon was removed intact and replaced with a non-cordis balloon for dilatation. Imaging showed fair lumen acquisition without entrapment. Then, 4*150m and 5*150 balloons were used to complete the dilatation step by step. A 5*150 smart flex stent was placed. The angiogram showed smooth blood flow. Finally, the guidewire and the mpa catheter were withdrawn and replaced with an unknown 6f short sheath. A 6f closure device was used to block the puncture point for hemostasis, and the procedure was completed. The right femoral artery was used for puncture to treat a left superficial femoral artery stenosis. There was no reported injury to the patient. The device was stored properly according to the instructions for use (IFU). There was no difficulty removing the device from the hoop, removing the protective balloon cover, stylet, or any of the sterile packaging components. There were no kinks or other damages noted to the device prior to inserting into the patient. The device was prepped per the IFU. The device was prepped normally and was able to maintain negative pressure. The lesion was noted to have severe calcification. The vessel was not tortuous. The lesion was noted to have a 90% stenosis. The device was not being used to treat a chronic total occlusion (cto). There was no resistance/friction while inserting the balloon through the rotating hemostatic valve. There was resistance/friction while inserting the balloon through the guide catheter. There was no difficulty while advancing the balloon catheter through the vessel. There was no difficulty crossing the lesion with the balloon catheter. The catheter was never in an acute bend and was not kinked during use. The contrast/saline ratio was noted to be 50/50. The device will be returned for evaluation.

Manufacturer narrative:
A review of the manufacturing documentation associated with lot 82275870 presented no issues during the manufacturing process that can be related to the reported event. This device is available for analysis, but the engineering report is not yet available. However, it will be submitted within 30 days upon receipt.

Event description:
As reported, a saber 3*150mm balloon was delivered to the lesion through over the unknown guidewire. The balloon was then filled using a pressure pump. When the pressure reached 6 atm, contrast leaked from the balloon and was seen in the image. The pressure pump showed a drop in pressure values. The operator determined that the balloon had ruptured. The balloon was removed intact and replaced with a non-cordis balloon for dilatation. Imaging showed fair lumen acquisition without entrapment. Then, 4*150m and 5*150 balloons were used to complete the dilatation step by step. A 5*150 smart flex stent was placed. The angiogram showed smooth blood flow. Finally, the guidewire and the mpa catheter were withdrawn and replaced with an unknown 6f short sheath. A 6f closure device was used to block the puncture point for hemostasis, and the procedure was completed. The right femoral artery was used for puncture to treat a left superficial femoral artery stenosis. There was no reported injury to the patient. The device was stored properly according to the instructions for use (IFU). There was no difficulty removing the device from the hoop, removing the protective balloon cover, stylet, or any of the sterile packaging components. There were no kinks or other damages noted to the device prior to inserting into the patient. The device was prepped per the IFU. The device was prepped normally and was able to maintain negative pressure. The lesion was noted to have severe calcification. The vessel was not tortuous. The lesion was noted to have a 90% stenosis. The device was not being used to treat a chronic total occlusion (cto). There was no resistance/friction while inserting the balloon through the rotating hemostatic valve. There was resistance/friction while inserting the balloon through the guide catheter. There was no difficulty while advancing the balloon catheter through the vessel. There was no difficulty crossing the lesion with the balloon catheter. The catheter was never in an acute bend and was not kinked during use. The contrast/saline ratio was noted to be 50/50. The device will be returned for evaluation.